Event description:
Information was received that the patient implanted with this ancure endograft expressed dissatisfaction. According to the patient, they have required five additional surgeries since implant and can no longer walk without the assistance of a walker. Attempts to obtain additional information from the health care provider were unsuccessful.